Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion, the faradrive steerable sheath exhibited air when advancing the farawave catheter. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device is expected to return for analysis. It was further reported that the method of irrigation used for the sheath was a pressure bag and the flow rate was at minimum continuously. Excessive bubbles were observed in aspiration syringe during insertion of farawave catheter. No air was seen in the patient. The guidewire was slightly advanced during the catheter insertion. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Microscopic inspection of the hemostatic valve identified the internal valve torn by the center slit on both faces. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear.

Event description:
It was reported that during insertion, the faradrive steerable sheath exhibited air when advancing the farawave catheter. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device was received for analysis. It was further reported that the method of irrigation used for the sheath was a pressure bag and the flow rate was at minimum continuously. Excessive bubbles were observed in aspiration syringe during insertion of farawave catheter. No air was seen in the patient. The guidewire was slightly advanced during the catheter insertion.